Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-09050. Related manufacturer reference number: 1627487-2019-09051. It was reported the patient never received effective stimulation from the drg system. Surgical intervention was undertaken and the system was removed.